Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No additional information as been provided as per the date of this report. This report is filed september 16, 2014. Device analysis report is not available.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2014.